Event description:
Endophthalmitis [eye infection nos]. Eye pain [eye pain]. Decreased vision [visual acuity reduced]. Eye sensitive to light [photosensitivity reaction nos]. Case description: this report was received for an ophthalmologist of a patient who underwent cataract extraction (right eye) and implantation of ceeon lens, model 911a/+16(d). Patient was examined first day post operation and no problems noted. Two days before the event, patient was seen by the ophthalmologist and the lens was in good position. On the day of the event, patient returned with pain, decreased vision, and light sensitivity of right eye. The ophthalmologist dilated the eye and a hazy fundus was seen. Patient was sent to a retinal specialist to rule out retinal detachment. No information was known concerning the evaluation by the retinal specialist except that the patient had another surgery performed. Additional information has been requested. See another report by the same source. Follow up received feb2002: the batch records for lot number 643406143 were received and exhibited no deviations regarding sterility test results, or the sterilization process. Based on the results of the investigation, no production-related cause could be identified for this report.

Event description:
Follow up received 2/6/2002: the batch records for lot number 643406143 were reviewed and exhibited no deviations regarding sterility test results, or the sterilization process. Based on the results of the investigation, no production-related cause could be identified for this report. Follow-up 3/20/2002. The adverse event reported as "eye sensitive to light", which had been wrongly coded as photosensitivity, was re-coded as photophobia.